Event description:
Customer reported that on (B)(6) 2015 at 3:30 p.m., she received a reading of 425 mg/dl on her adc blood glucose meter which was higher than she felt. Customer further reported she self-administered "3 units of regular insulin" and within an hour, suffered a loss of consciousness. Paramedics arrived on the scene and "resuscitated" the customer, however no further information regarding the medical event was reported as customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The meter serial number is unknown, therefore the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.